Manufacturer narrative:
B3: date of event - estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effects of angina and nausea are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery that was 80% stenosed. On (B)(6) 2014, the patient presented with angina; therefore, a 2.75 x 15 mm xience xpedition stent was implanted and the patient was discharged on (B)(6) 2014. However, the patient was re-hospitalized in 2019 for nausea, vomiting and angina. Additionally, color doppler ultrasound revealed cardiac hypertrophy. After receiving infusion treatment (the medication type was unknown), the patient was discharged on (B)(6) 2019. It was reported that the device may not have contributed to the adverse patient effects. The patient continues to experience these adverse events intermittently. No additional information was provided.